Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient suffered cardiogenic shock. The patient was on pressors and inotropes for hemodynamic support post operation. The patient was given epinephrine and milrione. On (B)(6) 2021 the patient was off epinephrine, but continued on milrione. The event was resolved with sequalae on (B)(6) 2021 and the patient was stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported cardiogenic shock could not be conclusively determined through this evaluation. Additionally, the reported low flow alarms were confirmed by an onsite abbott representative. The account reported that the patient experienced low flow alarms due to the surgeon's preference to run the pump at a lower fixed speed in order to protect the patient¿s right ventricle. An abbott representative upgraded the patient's primary and backup system controllers with low flow software on (B)(6) 2021. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) provides an explanation of all pump parameters, including pump flow. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 25apr2021. No further information was provided. The manufacturer is closing the file on this event.